Event description:
Tubing burst below posiflow device when using power injector with pressure up to 300psi. Radioactive contrast was spilled. No injury to pt or staff. Radioactive cleanup was necessary and room had to be closed.